Manufacturer narrative:
One opened probe was received with a tip protector, in a bag, for the report. At the time of receipt the needle was observed to be missing. The returned sample was visually inspected and found to be non-conforming with the needle and inner cutter completely broken off at the stiffener, confirming the received condition of the probe. The needle was not returned. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe needle was broken. The exact root cause of the broken needle and cannot be determined from this evaluation. The event was reported to have occurred upon removal of the probe from the eye. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An exact root cause for the broken needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the needle which was inside a cassette as they removed it from the patients eye, the needle broke during vitreo retinal surgery. It was unknown if the procedure was completed by replacing the pak. The patient harm details was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).